Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the drill tip is manufactured and intended as an externally communicating device composed of 440a stainless steel; therefore, no long-term implantation data is available. As of the date of this medical investigation, no clinical documentation or further information has been provided. It is unknown if the drill was being used through a plate or independently, but the surgical technique addresses drill trajectory, axial pressure, optional tap, and final tightening by hand. The adverse event was likely caused partially or wholly by the user of the product and a user technique/procedural variance cannot be ruled out as the potential contributing factor to the retained non-implantable foreign body. The current patient status remains unknown as it is unknown how the procedure was completed, if there was a surgical delay, or if there are plans for additional intervention(s) to remove the foreign body. The patient impact includes the broken instrument with subsequent retained non-implantable foreign body. Although unlikely, foreign body fragment corrosion, migration, and/or local irritation cannot be ruled out with certainty. A transient post-surgical convalescence would be anticipated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. Reuse may increase the risk of breakage, failure, patient infection, patient injury and revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a humeral plate procedure, an approximately 25mm portion of an evos small 2.0mm drill w/ao qc long broke off and was retained in the patient¿s bone. It is unknown how procedure was completed or if a delay occurred due to this event. No other complications were reported.